Manufacturer narrative:
The cortrak was evaluated and found to be functioning per specifications. Placement tracings were reviewed. The most evident trajectory of a right bronchus placement occurred at duration 00:00:17. At 00:00:25 the user pulled back on the tube slightly, but it does not appear to have been enough to exit the trachea. Additional insertion attempts were made that follow the same trajectory downwards towards the right bronchus. In addition the depth view shows a placement deeper than typical esophageal placement. An additional placement starting at 10:22 am again indicates insertion towards the right bronchus. It also appears that either the receiver unit was first repositioned to lay slightly higher on the patient or the tube was not pulled back high enough prior to starting this placement. During the tube insertion, the placement followed a trajectory heading primarily down and continually progressing to the patient's right. In addition the depth view shows a placement deeper than typical esophageal placement. The clinician continued the placement for an additional 13 minutes after having the initial insertion track show a path not indicative of a normal gi placement, as noted in the IFU provided with the cortrak feeding tube placement into the lung (bronchus) along with possible gastrointestinal perforation are an inherent risk of feeding tube insertions. Feeding tube placement is dependent on the patient and clinician not the tube or device itself.

Event description:
A cortrak assisted nasogastric tube placement resulted in a perforated right bronchus. The feeding tube was placed on (B)(6) 2016 @ 1000 and feed started. Over the night and morning of (B)(6)patient developed hemodynamic instability and was intubated. At the time of intubation, his feeding tube was seen traversing the vocal cords. Tube feeds were stopped, and tube was removed. A chest x-ray showed subcutaneous emphysema and abdominal x-ray was concerning for free air or pneumatosis of the bowel. The patient was taken emergently to the operating room for exploratory laparotomy. After right colectomy, it was noticed that his right retroperitoneum was extensively contaminated with tube feeds. On the morning of (B)(6) 2016, the patient was noted to have necrotizing fasciitis of the right lateral abdominal wall. The patient passed away due to septic shock and multiorgan failure on (B)(6) 2016 at 08:09 am.